Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter was "chopped off flat." The patient allegedly attempted to insert the catheter and it cut him causing the patient to experience self-limited bleeding. As a result, the catheter was replaced and was used without impact. No medical intervention was required.

Manufacturer narrative:
The physical sample was not returned; however, photo samples were received for evaluation. The reported issue was confirmed; however, the cause is unknown. During the visual inspection of the picture, it was noted that 2 catheters had missing tips and present irregular cuts. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter. For urological use only. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter was "chopped off flat." The patient allegedly attempted to insert the catheter, which cut him, causing the patient to experience self-limited bleeding. As a result, the catheter was replaced and was used without impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was "chopped off flat". The patient allegedly attempted to insert the catheter and it cut him causing the patient to experience self-limited bleeding. As a result, the catheter was replaced and was used without impact. No medical intervention was required.